Event description:
Reporter indicated a vns therapy patient was diagnosed by an ent with left vocal cord paresis. The paresis is believed to have occurred from complications while intubating during initial vns implant surgery. No interventions have been taken or planned at this time.